Event description:
It was reported that a malfunction occurred on the pump. The impact on the customer's blood glucose level was unknown. The customer received assistance from technical support to reset the pump, after which the malfunction code did not recur, allowing them to continue using the pump.